Manufacturer narrative:
Complaint is confirmed. Visual evaluation of the returned devices noted that the neoprene sleeve was collapsed/compressed on both devices and the drip chamber was bent inwards on one of them. The most likely cause for the damage to the drip chamber can be attributed to misuse/mishandling due to damage to the device. Functional testing was performed with a known good ar-6480 pump and found the neoprene sleeve of the devices was collapsed leading to an alarm on the pump. An underwater leak test was also performed by connecting the colder valve connector syringe to the drip chamber when performed bubbles were seen in the water. The most likely cause for the reported failure can be attributed to a supplier process issue. Refer to the investigation photos.

Event description:
On 9/15/2023, it was reported by an arthrex subsidiary employee via sems-06032212 that qty. 2 of an ar-6410 main pump tubing and an ar-6485 synergy cw4 arthroscopy pump had an issue during a knee arthroscopy procedure on (B)(6) 2023. During the spectroscopic knee surgery, the pressure became uncontrollable, the roller continued to rotate continuously, and the joint swelled abnormally. Extravasation/edema occurred. No improvement in movement, changed to natural drop to complete the procedure successfully. Membrane collapse was observed. Nothing broke off inside the patient. One of the two ar-6410 was discarded by the facility. This occurred during use with no patient harm. Additional information has been requested. On 9/29/2023, the arthrex subsidiary employee provided the following information via email: the pump settings were at a pressure of 50mmhg. The complaint tubing was not used to complete the procedure. The pump was turned off, and they switched to natural drop. There was no information if the extravasation was localized or extended, and no action was taken to remove excess fluid. There was also no information if the patient was discharged after the case or kept overnight and if the case was delayed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.